Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in leaked. On (B)(6) 2024 the child was admitted to the hospital with viral encephalitis and bronchopneumonia. During intravenous infusion with a disposable intravenous needle, fluid extravasation was detected, causing redness and swelling at the puncture site, resulting in phlebitis. The infusion was stopped immediately, and after notifying the doctor on duty for examination, the child was treated with xitetu cream and wet compresses.the child was observed and the redness and swelling gradually subsided. Leakage of fluid from the indwelling needle line may cause bacteria to enter the patient's blood vessels through the indwelling needle line, thus causing bacterial infection; if it is the extravasation of corrosive drugs, phlebitis may occur in the light case, or tissue necrosis in the heavy case.

Event description:
No additional information.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.